Event description:
It was reported that micro guidewire was fractured, and the detached fragment remained in the patient. A 200cmx10cm fathom-14 guidewire was selected for use in a uterine artery embolization procedure. During the procedure, it was noted that the guidewire fractured, part of which was left in the internal iliac artery branch. The detached component was attempted to be removed; however, it was unsuccessful and remained in the artery. The guidewire was replaced with another fathom-14 guidewire. This guidewire also fractured. The detached component also remained in the patient. The physician opted to embolize the remaining fragments within the target lesion and completed the procedure. No further complications were reported, and the patient was stable post procedure.

Event description:
It was reported that micro guidewire was fractured, and the detached fragment remained in the patient. A 200cmx10cm fathom-14 guidewire was selected for use in a uterine artery embolization procedure. During the procedure, it was noted that the guidewire fractured, part of which was left in the internal iliac artery branch. The detached component was attempted to be removed; however, it was unsuccessful and remained in the artery. The guidewire was replaced with another fathom-14 guidewire. This guidewire also fractured. The detached component also remained in the patient. The physician opted to embolize the remaining fragments within the target lesion and completed the procedure. No further complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic examination identified that the polymer jacket of the guidewire and the core wire were detached/separated at the distal section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Dimensional inspection was performed, and overall length failed due the detached condition of the guidewire. No other issues were identified during the product analysis.